Event description:
Frontrunner perforated due to difficulty in visualizing the location of guiding catheter and frontrunner; physician felt there was a propagating adventitial hematoma that they were able to successfully coil embolize. Physician did not feel that the frontrunner device malfunctioned. Location was a separate origin of right subclavian artery that came off of the left side of the aortic arch instead of off the inominate; they had previously attempted on 10/28/02 to wire unsuccessfully from the antegrade position with a femoral approach; this time they attempted with the frontrunner retrograde with a brachial approach. The frontrunner was advanced to the lesion within a 6f multipurpose zuma guiding catheter, when frontrunner was advanced to the lesion the catheter buckled, so they advanced the guiding catheter to the distal tip of the frontrunner and pushed both together causing the perforation. Perforation occurred about 15 mm proximal to the proximal cap of the cto; guiding catheter was not oriented coaxially to the cto, but they were unable to visualize this on fluoro. Patient was completely asymptomatic; perforation was coil embolized with 3 6x8 cook coils, the perforation sealted and the patient was stable.